Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however the proximal conductor of the lead became extrinsically distorted due to kinking/buckling, and visual summary analysis of the lead indicated damage at implant; full lead returned and analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, the lead could not reach the target position. The lead was not used. A second lead attempted had bad sensing, so that lead was also not used. A third lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).